Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent mis tlif (minimally-invasive surgical transforaminal lumbar interbody fusion) surgery due to degenerative disc. Intra-op, peek portion of cage was broken and would not allow us to full seat the implant in the vertebral body. No patient complications were reported as a result of this event.